Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 implantable pacing lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that the device felt a little loose. Follow-up attempts to contact the clinic for information were conducted, but no additional information was obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.